Event description:
Baxter received a report from an infusion supervisor involving an automix 3+3/as compounder. According to the facility, the orange station rotor is not turning when programmed. The unit is being swapped. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of "orange station rotor is not turning when programmed" was confirmed and reproduced during device evaluation. The root cause was due to a loose wire solder on the motor filter pcb (printed circuit board) of the orange station. This was re-soldered to correct the reported condition.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. This device is class ii exempt from having a 510(k) number. Its additional 510(k) number is k961008.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.